Event description:
Both of pt's pumps have stopped on separate occasions (sn (B)(4) maint (B)(6) 2017 and sn (B)(4) maint (B)(6) 2017). One of the pumps stopped right in front of the pt's mother. No error messages were displayed. Confirmed they are alternating pumps and changing the batteries. Pt was sent two replacement pumps, no side effects or issues were reported. No other information available. Dose or amount: remodulin 56ng/kg/min. Frequency: continuous. Route: IV. Dates of use: (B)(6) 2016 to present.